Manufacturer narrative:
(B)(4). The customer reported the device reverts back to factory defaults every time when the device is powered off. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. It was found that a loose contact pin on the battery pca was causing a power interruption. The battery pca was replaced to resolve the problem.

Event description:
The customer reported the device reverts back to factory defaults every time when the device is powered off. There was no reported pt involvement.